Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during service biomed found channel error. 240.4150. He replaced the top pressure sensor and tested the device. There were no further errors.